Manufacturer narrative:
H6: the quality investigation is complete.

Event description:
It was reported via medwatch report #3602300000-2021-806 that during a cesarean section procedure, the e-sep pencil was removed from the patient, and a small flame was noted on the tip. It was also reported that there was a few minutes delay as a result of this event. It was further reported that there were no adverse consequences as a result of this event and the procedure was completed successfully.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device not returned.

Event description:
It was reported via medwatch report (B)(4) that during a cesarean section procedure, the e-sep pencil was removed from the patient, and a small flame was noted on the tip. It was also reported that there was a few minutes delay as a result of this event. It was further reported that there were no adverse consequences as a result of this event and the procedure was completed successfully.